Event description:
The customer reported that the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the customer reported event. The service technician noted a diagnostic code in the ventilator's log history indicating an oxygen valve stuck closed occurrence. Upon detection of an oxygen valve stuck closed, the ventilator will alarm and continue to ventilate using an air gas source. Loss of the oxygen source can be detrimental to a patient if this type of event occurs. The service technician replaced the main pcb board as a precaution to address the reported problem. Performance verification testing was performed and tests passed to operating specifications.